Event description:
Case description: on (B)(6) 2021 an amendment was performed. Since last submission the following information has been amended: case was initially marked as non-reportable and is now corrected as 'reportable'. All the required fields for final reportable incidents were filled and case was resubmitted as amendment report.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), she was not making sense due to high blood glucose [blood glucose increased], cartridge holder is broken [device breakage]. Case description: this serious spontaneous case from the (B)(6) was reported by a consumer as "she was not making sense due to high blood glucose(blood glucose increased)" with an unspecified onset date, "cartridge holder is broken(device breakage)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes", patient height, weight and body mass index were not reported. Current condition: type 1 diabetes mellitus (duration not reported). Concomitant products included - novofine(needle). The reporter (patient's husband) complained that when he went to do patient's injection, he found that cartridge holder was broken. It was reported that patient was not making any sense as the blood glucose had gone very high and also patient got panicked. It was reported that, there was a failure of location point between the two halves of the device. Novofine was used along with device. The needle was not changed after each injection and the device was stored with the needle attached. Batch number of novopen 4: 1 x cug2476. Action taken to novopen 4 was not reported. The outcome for the event "she was not making sense due to high blood glucose(blood glucose increased)" was unknown. The outcome for the event "cartridge holder is broken(device breakage)" was not reported. No further information available. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples. Preliminary manufacturer's comment: (B)(6) 2021: the suspected device novopen 4 has been returned to novo nordisk for evaluation. Investigation is ongoing. However, it is mentioned in the case that the patient leaves the needle attached in between injections and re-uses the pen needles, all these factors could contribute to the patient experiencing the increased blood glucose. With minimal information available, patient's medical history of 'type 1 diabetes mellitus' and product handling error are assessed as a significant confounding factor.

Event description:
Case description: investigation results: name: novopen 4 with batch number: cug2476 a visual examination of the returned product was performed. Due to the broken cartridge holder no further investigation was performed. The snap connections on the cartridge holder were broken off. As a consequence it was impossible to mount the cartridge holder on the pen body. The damage on the cartridge holder begins with a crack, and if the device was used after this first damage, and the dose accuracy may be affected. The damage may develop further and both snaps may end up snapping off. The fault was caused by accidental damage during use of the device. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Since last submission the following has updated: -investigation results updated. -annex b,c,d,f coded added. -narrative updated accordingly. Final manufacturer's comment: 22-feb-2021: the suspected device novopen 4 has been returned to novo nordisk for evaluation. It revealed that both snaps were broken off the cartridge holder. Due to the broken cartridge holder no further investigation was performed. The fault is caused by accidental damage during use of the device. If the user does not detect the fault on the cartridge holder there is a risk that the patient will only receive a partial or no dose at all and could experience hyperglycaemia related events. Additionally, product handling error such as leaving the needle attached to device between injections and re-uses the pen needles could contribute to hyperglycaemia. H3 continued: evaluation summary name: novopen 4 with batch number: cug2476 a visual examination of the returned product was performed. Due to the broken cartridge holder no further investigation was performed. The snap connections on the cartridge holder were broken off. As a consequence it was impossible to mount the cartridge holder on the pen body. The damage on the cartridge holder begins with a crack, and if the device was used after this first damage, and the dose accuracy may be affected. The damage may develop further and both snaps may end up snapping off. The fault was caused by accidental damage during use of the device. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.